Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine device check when it was noted, the patient had previously received inappropriate therapy due to high atrial rates. The device was explanted and replaced. The patient was stable.